Event description:
It was reported the device "goes off." No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). The upper case, lower case, battery drawer, and both bail covers were also observed to be broken, and the ring was bent.